Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2006. According to the complainant, post-procedure, the patient experienced serious permanent bodily injuries, pelvic pain, physical pain, infection, and urinary problems. The patient has undergone additional medical treatment, surgical procedures and will likely undergo one or more additional surgical procedures. According to the physician's office, no patient complications were reported during the procedure. During a follow up medical examination on (B)(6) 2006, the patient reported right leg pain and some constipation. Flexeril was administered for pain and ibuprofen for the inflammation. On (B)(6) 2006, the leg pain was improving. The patient reportedly felt an unspecified "pop." The patient also had some discharge and the pelvic exam showed no issues. The patient was reportedly healing well. On (B)(6) 2007, a recurrence of stress urinary incontinence was reported and the bladder dropped. The pelvic exam showed recurrence of vault prolapse. The patient was scheduled for surgery on (B)(6) 2007, with the apogee product. No corrective surgery was scheduled to repair or remove the graft. At the time of the (B)(6) 2007 procedure, no boston scientific corporation products were removed. On (B)(6) 2007, a surgical excision of the vaginal granuloma was performed. Prior to the surgery, there was vaginal bleeding and evidence of vaginal granulation of tissue. There was no vaginal erosion. However, vaginal adhesion was observed. The patient has not been seen since the (B)(6), 2007, post-operative appointment. No complications were reported. The patient appears healed, and the prolapse is reported to be fine. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.